Event description:
It was reported that, "postoperative diagnosis: patient fell after primary tha and underwent surgery for periprosthetic fracture."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral components. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.